Event description:
It was reported that the coude catheter were misshaped ,misaligned and the catheter was damaged externally.

Manufacturer narrative:
The reported event was inconclusive due to poor sample condition. A photo sample of an orange urethral catheter was returned. In the photo the catheter was opened with the original packaging. The photo samples do not show the coude indicator or the catheter tip. Unable to determine if the indicator and tip are misaligned. A potential root cause for this failure mode could be "operator or machine error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not required as the reported event is unlikely to be caused by the user. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the coude catheter were misshaped and misaligned.